Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot was tightened down. The actuator is in the pre-t2 positions. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the device cannot cycle due to the bent needle assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully activate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - clinical and impact code.

Event description:
It was reported that during a meniscus repair surgery, t2 of a fast fix 360 was pulled out after the suture knot was tightened. The ts were retrieved from the patient. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference : (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t2 of a fast fix 360 was pulled out after the suture knot was tightened. However, the t1 was left secured in the patient. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.